Manufacturer narrative:
Insulin pump received with black spot and horizontal lines running through the display due to cracked lcd glass. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Insulin pump received with scratched case, cracked select button keypad overlay, keypad overlay scratched, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the case and display window was worn and damaged. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.